Event description:
On (B)(6) 2011, patient reported ongoing concerns with the infusion sets leaking insulin. Patient notices her clothing is damp when she attempts to bolus. Patient will then remove the headset and notice the infusion cannula is bent. This occurs 24-36 hours after the headset is inserted. Infusion sites are located above patient's waist and are rotated "okay." Patient does not have scar tissue and has not experienced this concern in the past. Infusion sets were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.